Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
The customer reported the unit has a check vent alarm. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 12mar2020. B4: 13mar2020. The manufacturer¿s international service technician confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.